Event description:
A us distributor returned battery pack sn (B)(4) indicating that it would not power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (will not power on monitor) has been confirmed. As received, the battery pack would not power on a test monitor or charge. The root cause investigation is still underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.